Event description:
Pt was revised to address migration of the lag screw through the acetabulum.

Manufacturer narrative:
The device associated with this report was not returned. Although the complaint is non-verifiable, initial placement and bone quality may be contributing factors. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system show that 13 other devices from lot dkgbwt have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.